Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc were acceptable. The alarm trace showed "sipper nozzle up/down", "sample probe up/down", "r1 reagent probe up/down", "r2 reagent probe up/down", "abnormal aspiration" and "abnormal sample probe movement" alarms. The field service representative found that the water pump head was leaking and that a screw was broken. He replaced the water pump and pump head, verified water adjustments, and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 6.32 mmol/l, and the repeated result was 4.34 mmol/l. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because other results for the sample were flagged as critical.